Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. Troubleshooting was performed, and the customer was unable to clear the alarm. The customer's blood glucose reading was 288 mg/dl at the time of the call, and he stated he would seek medical attention since he didn't have a back up plan. Advised that the insulin pump would be replaced. Nothing further was reported.